Manufacturer narrative:
The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, after connecting the lead and ipg, the physician placed the ipg in the pocket but used monopolar to coagulate. The ipg was placed in surgery mode. As a result, the ipg could not communicate and the ipg was replaced to address the issue.